Event description:
Pump continuously run and inflamed knee. Follow up determined pump would not function at normal settings but it would at high settings. A fasciotomy was performed to avoid compartment syndrome. This device is used for treatment.